Event description:
The customer reported that during a lobectomy, a regrasp alarm sounded repeatedly, alerting the user that the seal cycle was not completed. The surgeon continued to use the device and the regrasp alarms continued. When the vessel was cut, bleeding of less than 200cc occurred. The bleeding was stopped, but the procedure was extended by more than 30 minutes as a result. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.